Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the battery several times but the insulin pump would not turn on. The customer reported that there were cracks on the top of the battery chamber on the insulin pump. The customer's blood glucose was 148 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specifications. The pump was monitored and no blank display anomalies were noted. The pump was received with cracked battery tube threads and minor scratches on the lcd window.